Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) discussed safety mode settings and function and recommended device replacement. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.